Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 792 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of call with customer technical support the customer had not yet been discharged however, no permanent damage was identified. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.